Event description:
Additional information received from the manufacturer's representative (rep) reported the patient met with a neurosurgeon and was scheduled to have an MRI on (B)(6). The status as to what the plans were moving forward was still unknown at the current time.

Event description:
Additional information received from the manufacturing representative (rep) reported that the patient was going to proceed with a lead placement; however a date had not been set.

Event description:
Additional information received from the manufacturing representative (rep) reported that after having multiple x-rays, it appeared that the patient had an extra rib and there was debate on what truly was the twelve rib.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported leg pain secondary to the lack of stimulation in his legs and the feeling of stimulation in small spots in the right and left outer back midway up when turning on the right and left leads. It was unknown what led to the event because when the rep and patient last met on (B)(6) 2015, the patient indicated he had coverage in both legs. The patient denied any falls since that time or any other trauma that may have contributed to the current problem. Other than attempting to reprogram and conducting an impedance test, no other diagnostics were performed. No interventions occurred. At the time of the report, the issue was not resolved. No surgical intervention occurred and it was unknown if any was planned. The rep discussed the issue with the healthcare provider (hcp) who suggested the patient turn his stimulation off for a week and they would recheck him on (B)(6). At that time the rep would attempt to reprogram him, and if unsuccessful, they would do an x-ray to see if the leads moved. Later, the rep reported he did some programming, but was unable to get stimulation where the patient needed it in both of the legs and back. No matter where the rep programmed on both leads, the patient either did not feel any stimulation or only felt it on the right side. Whenever he felt it on the right side, it was always in the same spot- mid postero-lateral back area about a circumference of a 2x2 circle. This seemed to have changed from the week prior as at that time the patient indicated he also felt it on the left site at the mid posters-lateral back. The patient denied any pain being caused when the stimulation was turned on. X-rays were ordered to see if the leads moved. Another impedance check was performed and all contacts were well within normal range. X-rays revealed the placement of the leads to be too high or higher than trial level. The hcp was going to recommend placement of a paddle lead for the patient. The date of the surgery was to be decided. Relevant medical history included non-malignant pain and degenerative disc disease.